Event description:
It was reported that the device was unable to be interrogated. ECG electrodes were placed and a maget was applied over the device and no pacing or magnet response was observed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.